Event description:
It was reported that the customer was filling the tub with water and deliberately increased the water temperature to counteract infection with legionella. Additionally, wrongly adjusted scalding protection caused the water temperature entering the bath not power that 44 celsius degrees. Ref. MFR 9611530-2013-00141.